Event description:
A hospital in another country, reported to our distributor that the heater wire of the rt204 breathing circuit was open circuit. This was discovered prior to the breathing circuit being used on a pt. No pt consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a hospital in another country. The product is not sold in the USA but it is similar to a product which is sold in the USA. The electrical resistances of both the inspiratory tube and expiratory tube heater wires on the actual device were measured. Results: the heater wire in the inspiratory tube was within specification. The expiratory tube heater wire however was open circuit. This was traced to a break where the heater wire crimps to the plug pins. A lot check showed that this was the only complaint received for the lot number provided. Conclusion: the heater wire was open circuit and unable to heat the expiratory tube. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.001%.